Event description:
The pt suffered 2nd and 3rd degree burn to the face while undergoing a pacemaker installation procedure. The pt was transferred to the burn center. A nose cannula was being used and it is believed that oxygen gathered under the drape and started a fire.